Event description:
Service was requested on this device based upon a report that its programmed delivery was interrupted by a constant alarm tone and a message on the display that was not legible. The situation did not result in any adverse pt outcome and no intervention was needed. The facility swapped the pump out for another and sent it to their biomedical engineering shop for analysis. Despite baxter's attempts, details were not available from the facility's representatives regarding the pt's demographics, device programming and the drug that was being infused.